Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the questioned, elevated dgna result is unknown. The complaint was submitted by the customer as an inquiry whether the elevation could be due to interaction with the patient's multiple medications. The issue is under investigation by siemen healthcare diagnostics.

Event description:
The customer questioned as discrepant an elevated digoxin (dgna) result on a patient sample on the dimension instrument. The result was reported to the physician who later questioned the result on the basis of a result obtained on a new specimen drawn later in the same day. The patient was hospitalized on the basis of the elevated dgna result. There is no indication that patient treatment was otherwise altered or prescribed on the basis of the questioned, elevated dgna result. There was no report of adverse health consequences as a result of the questioned, elevated dgna result.

Manufacturer narrative:
The cause of the elevated digoxin results is unknown. This is an isolated incident. There were no similar incidents on dgna lot ba6262. No further evaluation of the device is required.